Manufacturer narrative:
Investigation summary: it was reported the end of the hub broke off while drawing up medication. To aid in the investigation, two samples were received for evaluation by our quality team. One sample has the needle hub damaged and a piece of the needle hub is in a syringe luer lock. The needle hub is damaged at the middle of the hub and this breakage is irregular. The second sample was inspected finding no defects or imperfections. This defect could occur when assembling the plastic shield if the fixture holding the needle assembly was not centered inducing stress to the needle hub which later became broken. A device history record review was completed for provided material number 305176, lot number 0322047. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the fixtures, shielder and centering was performed. No conditions that could induce this symptom were observed and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 20x1-1/2 rb experienced a damaged needle hub. The following information was provided by the initial reporter: I have a product failure to report that occurred (B)(6) 2021. No patient involvement-plastic end of hub broke off while drawing up medication.